Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6. Visual examination of the returned product/provided pictures identified the taper of the femoral head exhibits a circumferential groove pattern and dark debris. The poly liner shows damage on the backside of the rim. A portion of the rim is chipped and missing. The stem remains implanted. The head was submitted for further analysis. Analysis determined fretting on >10% of the surface and/or corrosion damage to one or more small areas. Review of the device history records identified no deviations or anomalies during manufacturing for the liner. Root cause unchanged. This complaint was confirmed based on the returned devices and medical records; however, tm acet shell 58mm cluster device is unrelated to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records received. Review of the revision notes confirms that the patient underwent revision hip surgery. Findings include: pseudocapsule noted as well as necrotic bone along the posterior acetabulum. Femoral head was well fixed but with dark debris at the head-neck junction. Stem was well fixed and correctly positioned. The acetabulum was debrided of devitalized tissue and noted bone loss, osteolysis and necrotic bone. Head and liner exchanged without further complication pathology report suggests alval, negative cultures. Infection negative. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: ref 6250-65-25, lot 60786317, bone screw 6.5x25mm. Ref 6305-58-32, lot 60741731, longevity liner. Ref 7711-12, lot 60753334, m/l taper stem size 12.5. Ref 8018-32-02, lot 60780515, versys head. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02178 if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was revised approximately 9 years post-implantation due to pseudotumor, corrosion and bone loss. No additional information is available at this time.